Event description:
Per repair center, unit leaking / low o2. Per independent repair center statement, low o2 or yellow light. The key failure was that the manifold tube was leaking. Other issues were that the tie wrap was defective.